Event description:
It was reported that the pump exhibited double beep with cassette. No patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection of the device found the tamper seal intact. There was evidence of high pressure recorded in the event history log. The reported problem was duplicated. The double beep with cassette issue was seen during the investigation. Unable to perform device pump due to downstream sensor nub worn out which caused double beep - cassette attached. It was recommended to have the downstream sensor to be replaced. The cause of the reported issue was traced to normal wear of the sensor nub. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Product is beyond 19 years from manufacture date of 2002-12 and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: correction: d4: model number: 6400.

Manufacturer narrative:
Additional information received on 13-jul-2022 via email and attached to complaint object: all issues happened during testing and the date is unknown., corrected data: h4: correction: device manufacturing date: 03-jan-2003.